Manufacturer narrative:
The customer was advised to replace the batteries. The cause of the reported issue was due expired batteries. The device operating instructions advise the user to replace batteries prior to expiration date.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker performed an initial evaluation of the device. The battery pins were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.